Event description:
Patient was wearing pod on the right arm between 25 and 36 hours. On (B)(6) 2026, patient reported increasing blood glucose levels up to 260 mg/dl with unsuccessful corrective boluses. Patient also reported pain, swelling and hardness at the infusion site. Upon pod removal, pus at the cannula insertion site was observed. On (B)(6) 2026, patient sought medical attention from a general practitioner due to pain; the pod was not worn at the time of evaluation due to pain. The general practitioner diagnosed inflammation and prescribed topical treatment (leukichtan cream). A new pod was subsequently applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.